Event description:
The pt reported the infusion device delivers insulin inaccurately. The pt changed the battery and infusion set and was unable to resolve the issue. The pt's blood glucose elevated to 574 mg/dl. The pt's normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.